Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips jammed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Advancer bypass. The following information was requested, but unavailable: which firing of the device did this event occur on? 11th. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device was received with the tip of the advancer bent toward tissue stop. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during three consecutive firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. Upon disassembling of the device, the scallop height of the advancer tip was measured and it was found to be within specification. Six unformed clips were found on the clip track. It could not be determined what may have caused the found advancer bypass issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.